Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that a patient underwent unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve issue occurred. It was reported that the hemostatic valve fell off the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was replaced and the case continued. The valve broke in pieces. The device was being used on the patient at the time of the event. A minimal backflow of blood was observed. No intervention was required. Device evaluation details: according to video provided by customer, hemostatic valve and brim cap were observed detached from the hub. The device was also visually inspected and was found the brim cap broken and the hemostatic valve in its place, a flow test was performed to confirm if the device present any leakage; during the test the brim cap bumped and the device started to leaks. A device history record was performed for the finished device 00001085 number, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed since the device presented the brim cap broken causing the leakage and moving the hemostatic valve. The root cause of the brim cap broken could be related to the use of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve issue occurred. It was reported that the hemostatic valve fell off the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was replaced and the case continued. The valve broke in pieces. The device was being used on the patient at the time of the event. A minimal backflow of blood was observed. No intervention was required. It was also reported that when ablation was started while on the right side of the heart the catheter icon would move rapidly while the fluro image showed the catheter stable. When ablating on the left side of the heart there was no issue. The caller moved the grounding pad to the flank and the issue did not resolve. There was no report of patient consequence. The hemostatic valve separation is an MDR-reportable issue.